Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced faster-than-expected battery depletion, requiring multiple charges per day, and encountered difficulty achieving visible drops during fill tubing, despite repeated rewind and replacement of all infusion supplies. Symptoms included no acute clinical effects and stable blood glucose, with the user reporting a current glucose of 120 mg/dl. Outcomes included education on supply change technique, charger use confirmation, and shipment of a replacement ilet, with instructions to sync data, shut down the device to avoid alerts, and return the original device. Investigation included guided troubleshooting to remove an air bubble from the cartridge, verification of proper connector attachment, repeated fill procedures with new supplies, and confirmation of correct charging practices and charger use. Investigation of this case revealed a suspected device performance issue related to battery depletion and an inability to achieve tubing priming despite correct setup and no visible leakage, suggestive of a potential pump or cartridge pathway issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined device malfunction related to the power system.